Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was experiencing a blood glucose up to 500 mg/dl with positive ketones and generally not feeling well upon waking. The reporter confirmed that the time was correct on the pump. The reporter stated that the basal history each night showed basal rates of 12:00 am - .55 units; 12:30 am 0 units. The reporter stated that she corrected the basal rate thinking that the rate may have been programmed incorrectly however the pump still converted back to a zero unit basal rate. The reporter confirmed that the pump was not suspended and there were no alarms in the pump history. This report is made based on the allegation that the patient experienced hyperglycemia related to the pump's basal rate reverting to zero units.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the basal history shows that from (B)(6) 2012 a 0.00 unit basal program was set for 12:30 am. On (B)(6) 2012 the history shows that the 12:30 am basal setting was changed to 0.500 units, and that this setting was continued until the end of pump use on (B)(6) 2012. The pump was exercised for 24 hours on a 1 unit per hour basal program, and no 0.00 unit basal programs occurred during testing. A normal bolus, an audio bolus, and a bolus from the meter remote were successfully delivered during investigation and all three boluses recorded accurately in the pump history. There was no hypersensitivity found with the keypad buttons. The pump was tested on a 29 hour flow test and was found to be delivering within specifications. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.